Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no blank display anomaly noted. No motor error alarm during testing noted. Motor passed motor test. The insulin pump had cracked case at display window corner, battery tube threads, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The customer performed displacement test and the insulin pump passed. The customer also reported that the insulin pump had a blank display. The customer reported that there was crack around the battery compartment and scratches on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.